Manufacturer narrative:
Rec'd for analysis were two devices from the same catheter batch number (71j93212). Visual examination of both devices found that one device had been used during a procedure; however, the second device displayed no signs of use and was returned fully intact with the stent crimped on the balloon. Anaysis of both devices confirmed that there was no focal necking present. An examination of the use device found that the midshaft was stretched and flattened. The root cause of this damage is unknown. This stretching of the midshaft could have contributed to the difficulties experienced by the physician during the use of this product. Attempts to inflate the balloon of the used device proved to be unseccessful. The problems experienced during our attempts to inflate the balloon are consistent with the damage to the midshaft. The root cause of the complaint incident is unknown. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurnace testing was carried out in accordance with out standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications at the time of release distribution.

Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The lesion being treated was located in the non-calcified, fibrotic right coronary artery (rca). The vessel was predilated with a 2.00 x 10 mm crosssail balloon. Using a balance performance guidewire and a r4 guide catheter, the physician deployed a 3.00 x 12 mm taxus express2 drug eluting stent. The stent inflation was delayed for about 10 seconds and then 'shot up' to full inflation. The stent was fully expanded to 13 atms for 35 seconds. After stent deployment, the balloon would not deflate. The physician attempted several maneuvers to deflate the balloon; finally the physician pulled negative force and was able to deflate the balloon to 10 atms. The balloon was removed intact and still partially inflated. The stent remained in good position after the balloon was removed. Total balloon inflation time was 4 to 5 minutes, during which time the pt did have st elevation. There were no reported pt injuries or complications. The pt's status was reported as "normal".